Event description:
The customer contact reported a leak. The tubing set was to be used to deliver in unspecified medication. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked from an unspecified location of the tubing set. No specific details were provided. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. The (B)(4) affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.